Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed by moving the patient to other room and later reboot resolved this issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gets generator rebooting error and no x-ray. Upon troubleshooting fse performed tube conditioning, adaptation, tube filament inductance, high-tension pin gap, high-tension cables, and connections but issue persisted. Review of the system log files showed presence of tube arcing and tube current out of range errors. To resolve the issue, fse replaced the defective x-ray tube. After installation, the fse performed all necessary calibrations, level checks, and air kerma verifications. The defective x-ray tube was returned to philips for failure analysis and the cause of the failure was found to be vacuum leak (cathode insulator). A detailed analysis of the tube showed that it failed with a microleak in the cathode ceramic. After replacement of x-ray tube, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a generator issue and unable to continue the procedure. The procedure was completed by using another room. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.